Event description:
The customer reported that following a diagnostic catheterization procedure on august 31, 1999, a vasoseal vhd was deployed. On september 6, 1999, the pt complained of a fever (unconfirmed), chills, and perspiring and was hospitalized with an abcess of the groin. The pt stated that he left the dressing on for six days and did not shower during that time period and was unable to view the groin without using a mirror due to obesity. The physician performed an incision and drainage procedure and cultures were taken of the wound. The culture results revealed e coli bacteria and IV antibiotics were administered to the pt. No further complications were reported.